Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue or determine the root cause. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported that the nurses have been experiencing leaking from the needles used to give hycela, vidaza, velcade, procrit. They initially thought it was the luer locking, but they saw the actual leaking coming from the needle to it's orange base.